Manufacturer narrative:
(B)(4). The covidien technical support engineer (tse) troubleshot this malfunction with the customer over the telephone. The tse recommended replacing the air proportional solenoid (psol) valve. It is unknown if the customer has repaired the ventilator.

Event description:
It was reported that, during patient use, the ventilator graphic user interface (gui) generated an error message, and became inoperable. There was no patient involvement. There is no report of death or serious injury associated with this event.